Event description:
A healthcare professional reported that a xtra-silent nite slide-link appliance has broken. Reportedly the patient stated the anchors have popped loose first then the trays fractured. No injury was reported.

Manufacturer narrative:
The device has not been returned. Should the device be returned, an investigation will be completed and a supplemental report will be submitted. Manufacturer reference: (B)(4).